Event description:
Foley inserted in cva pt 3/28/95. Drained without problem until 0650 4/1/95. Pt with abdominal pressure and bladder fullness. Tried to flush. No fluid able to be instilled or returned. Unable to remove water from balloon. Clipped edge of balloon arm. No fluid returned. At 0930, urologist punctured balloon transvaginally with 22 f spinal needle. Balloon looked intact after removal.